Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis (fa). Fa was not able to confirm or reproduce the reported complaint. Visual inspection found a bent grip tip. Even though the grip tip was bent, it still moved and grasped normally without any issues. The instrument grips were manually manipulated and the grip tips opened and closed properly. Functional testing confirmed that the grip tips were able to grasp and hold as intended. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional; no product issue was found. The tip-up fenestrated grasper instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.94 mm offset at the tips. The grips were not found to have cracking damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument had poor movement and poor response. The procedure was completed with no reported injury.